Event description:
The customer stated that the architect analyzer generated falsely elevated ca19-9 results on one patient sample (B)(6)the current result provided was: 172.50 u/ml, but at another lab (method unknown) the result was <20 u/ml. The sample was tested at a reference lab (method unknown) with results of 144.0 and 183.5 u/ml. There was no reported impact to patient management. There was no additional patient information provided.

Manufacturer narrative:
Review of ticket trending did not identify atypical complaint activity related to falsely elevated results. The lot search did not identify atypical complaint activity related to the issue under review. Accuracy testing was completed using retained kits of reagent lot 34238m500. Acceptance criteria were met, which indicates acceptable product performance. A deficiency was not identified as panel testing shows that reagent lot # 34238m500 performed per specification. The issue was related to a discreet patient sample.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.